Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 400 (mg/dl) for 3 days. Customer administered correction boluses to treat bg levels. Recommendation was made to contact health care provider to discuss diabetes management and to contact tandem technical support to perform troubleshooting for future elevated bg events.